Event description:
It was reported that a malfunction occurred with a specified malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions for resetting the pump, and the customer successfully resolved the issue, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if any further issues occur.